Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm hardware low level failures (power error 63). Customer's blood glucose at time of incident was 7.5mmol/l. The error table indicates the pump should be replaced. The customer was advised that the insulin pump will need to be replaced and recommended to revert to backup plan.

Manufacturer narrative:
The insulin pump error 63 confirmed in pump history due to cold solder joint at keypad assembly. The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement test. The insulin pump was programmed with test glucose meter. The insulin pump communicated properly with test meter and received value of 4.7 mmol/l. The insulin pump was received with cracked keypad overlay at select button, minor scratched lcd window, cracked case and keypad overlay.